Event description:
Ivc filter was placed for dvt and pe. Patient returned three months for removal of the filter. At the time of fluoroscopy legs of the filter were in abnormal position. Hence CT scan was done which showed six tines extended beyond the lumen of the ivc, one of the legs of the filter was projecting into the duodenum. Vascular surgery and general surgery were consulted. Decision was made to remove the filter by endovascular technique. Filter was removed and follow up CT was performed after 4 hours. There was no retroperitoneal bleeding or any abnormal collection. Condition was explained to the patient and his wife. Patient was admitted for observation.